Event description:
Litigation papers allege the patient suffered great pain, disfigurement, deformity, numerous surgical operations, diminution in the quality of his life, and permanent disability. Papers also allege excessive levels of chromium and cobalt blood levels. Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; elevated cobalt and chromium ion levels; unusual red maculopapular rash over the left hip; unusual collection of yellowish nonodorous fluid with a grayish yellow necrotic-looking tissues with almost a caseous appearance; caseous material was fairly substantial; appeared to be some diffuse scratches on the head; evidence of some blackish corrosive material consistent with a metallosis reaction on the neck of the femoral stem and was removed; pocket of abnormal tissue around the hip and a grayish material within the pocket was removed; area of cystic change over the inferomedial acetabulum; no clinical indication of infectious process and findings consistent with a metallosis reaction. Fluid appeared to be proteinaceous thick fluid was consistent with the clinical picture of a metallosis reaction without infection. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.